Manufacturer narrative:
No medwatch form was received analysis found extended charge times due to an anomaly within the hybrid. The root cause could not be determined. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.